Event description:
The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found device with smoke damage. Due to alleged malfunction, the device will be forwarded to the manufacturer's product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.

Manufacturer narrative:
Tobacco contamination was incorrectly labeled as "smoke damaged," therefore this allegation is not reportable.